Event description:
It was reported the colonovideoscope forceps channel inlet was clogged with vinyl tape. This issue was found during sedation for therapeutic endoscopic submucosal dissection procedure. The intended procedure was completed with an olympus back-up device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.